Manufacturer narrative:
Initial.

Event description:
It was reported that a user's replacement ilet pump could not complete setup due to repeated dexcom g7 continuous glucose monitor (cgm) pairing failures, with intermittent communication failure observed and the antenna/electrical component area implicated until a new sensor was paired successfully. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the cgm, consistent with intermittent communication failure localized to the antenna/electrical component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.